Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. A follow-up MDR will be submitted if additional information is obtained. System log review: per an isi advanced failure engineer, a system log review cannot be performed because the system logs are not available at this time.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and hospitalization. The pneumothorax was confirmed with chest x ray after the procedure. The initial size of the pneumothorax was moderate and increased over time. The patient was asymptomatic. The target lesion was in the left lower lobe, lateral segment about 1.5 centimeters (cm) in size and located 1-2 cm from the pleura. The physician reported that the device likely caused or contributed to the pneumothorax. Ion catheter navigation allowed the physician to access an area of chronically inflamed airway that was directly adjacent to the pleura. This airway did not register while mapping the 3d airways tree in plan point. There was a procedure delay of 20-30 minutes. The pneumothorax was believed to have likely occurred via another modality.